Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles ultra sensitive lubricated condom his partner broke out in a skin rash that required medical attention.

Manufacturer narrative:
(B)(4).